Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging. Upon follow up, issue was resolved with original charging supplies.